Event description:
It was reported to baxter (B)(4) that an intermate sv 200 device had its tubing become detached as a pharmacist went to unscrew the luer cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. The device was filled with ceftazidim at the time of this event. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 200 device with detached tubing was not confirmed during product evaluation. The device's tubing was found to be intact and attached to the device as designed. Therefore, no root cause could be determined. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.